Event description:
A surgeon reported that during surgery, they were unable to aspirate. The cassette was exchanged and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A sample has been received, but the evaluation has not been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).